Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("malposition of essure device location of device: left coil lies outside the confines of uterine cornua and appears to have undergone expulsion."), genital haemorrhage ("abnormal bleeding (general)") and myocardial infarction ("heart attack") in a 43-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included borderline hypertension, penicillin allergy (rash), throat pain, vocal cord inflammation and abortion missed. Concomitant products included acetylsalicylic acid (aspirin), clopidogrel, estradiol, metoprolol and simvastatin. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2014, the patient experienced myocardial infarction (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (she had total hysterectomy (uterus and cervix removed)/ d&c) and surgery (she had total hysterectomy (uterus and cervix removed)/ d&c). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device expulsion, myocardial infarction, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, myocardial infarction, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion . (B)(6) 2008: CT neck soft tissue with contrast- CT appears of the vocal cords is unremarkable. (B)(6) 2014: bila teral diagnostic digital mammography with cad: the breast tissues are extremely dense. This may lower the sensitivity of mammography. Innumerable bilateral benign appearing calcifications which have further increased in number compared to prior exam. Evaluation of the right lower outer quadrant in the area of the patient's palpable concern demonstrates an approximately 15mm partially visualized mass. There also appear to be adjacent smaller masses in this region as well. Overall mammographic appearance has not significantly changed since prior exam. Evaluation of the left breast demonstrates innumerable benign calcifications. No new suspicious mammographic findings in the left breast. Right breast ultrasound: ultrasound evaluation of the right breast at the 7 o'clock position (I cm from the nipple) in the area of the patient's palpable concern demonstrates an ii x 8 x 10mm simple benign cyst. Numerous other scattered smaller simple cysts also seen in this region of the breast. No solid masses or suspicious sonographic findings. Impression- no mammographic evidence of malignancy, however, the extremely dense breast tissue limits the sensitivity of mammography, (see note #1 below). T he patient's palpable concern correlates with a benign simple cyst in the 4 o'clock position. Innumerable benign appearing calcifications in both breasts. (B)(6) 2016: bilateral digital screening mammography with cadclinical indication- annual breast screening. Findings- the breast tissues are extremely dense, which lowers the sensitivity of mammography. No suspicious mammographic findings. No mass, foci of architectural distortion, suspicious calcifications or skin/nipple abnormalities. Incidental note of innumerable benign calcifications. Impression- no mammographic evidence of malignancy, however, the extremely dense breast tissue limits the sensitivity of mammography. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received. Events: malposition of essure device location of device: left coil lies outside the confines of uterine cornua and appears to have undergone expulsion, abnormal bleeding vaginal, menorrhagia were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("malposition of essure device location of device: left coil lies outside the confines of uterine cornua and appears to have undergone expulsion."), genital haemorrhage ("abnormal bleeding (general)") and myocardial infarction ("heart attack") in a 43-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included borderline hypertension, penicillin allergy (rash), throat pain, vocal cord inflammation and abortion missed. Concomitant products included acetylsalicylic acid (aspirin), clopidogrel, estradiol, metoprolol and simvastatin. In march 2008, the patient had essure inserted. On (B)(6) 2014, the patient experienced myocardial infarction (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (she had total hysterectomy (uterus and cervix removed)/ d&c) and surgery (she had total hysterectomy (uterus and cervix removed)/ d&c). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device expulsion, myocardial infarction, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, myocardial infarction, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 23-sep-2008: ultrasound scan vagina - in april 2008: total bilateral occlusion . (B)(6) 2008: CT neck soft tissue with contrast- CT appears of the vocal cords is unremarkable. (B)(6) 2014: bila teral diagnostic digital mammography with cad: the breast tissues are extremely dense. This may lower the sensitivity of mammography. Innumerable bilateral benign appearing calcifications which have further increased in number compared to prior exam. Evaluation of the right lower outer quadrant in the area of the patient's palpable concern demonstrates an approximately 15mm partially visualized mass. There also appear to be adjacent smaller masses in this region as well. Overall mammographic appearance has not significantly changed since prior exam. Evaluation of the left breast demonstrates innumerable benign calcifications. No new suspicious mammographic findings in the left breast. Right breast ultrasound: ultrasound evaluation of the right breast at the 7 o'clock position (I cm from the nipple) in the area of the patient's palpable concern demonstrates an ii x 8 x 10mm simple benign cyst. Numerous other scattered smaller simple cysts also seen in this region of the breast. No solid masses or suspicious sonographic findings. Impression- no mammographic evidence of malignancy, however, the extremely dense breast tissue limits the sensitivity of mammography, (see note #1 below). T he patient's palpable concern correlates with a benign simple cyst in the 4 o'clock position. Innumerable benign appearing calcifications in both breasts. (B)(6) 2016: bilateral digital screening mammography with cadclinical indication- annual breast screening. Findings- the breast tissues are extremely dense, which lowers the sensitivity of mammography. No suspicious mammographic findings. No mass, foci of architectural distortion, suspicious calcifications or skin/nipple abnormalities. Incidental note of innumerable benign calcifications. Impression- no mammographic evidence of malignancy, however, the extremely dense breast tissue limits the sensitivity of mammography. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and myocardial infarction ("heart attack") in a 43-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included borderline hypertension, penicillin allergy (rash), throat pain, vocal cord inflammation and abortion missed. Concomitant products included acetylsalicylic acid (aspirin), clopidogrel, estradiol, metoprolol and simvastatin. In march 2008, the patient had essure inserted. On (B)(6) 2014, the patient experienced myocardial infarction (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (she had total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, myocardial infarction and dysmenorrhoea outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, genital haemorrhage, myocardial infarction and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: ultrasound scan vagina - in april 2008: total bilateral occlusion (B)(6) 2008: CT neck soft tissue with contrast- CT appears of the vocal cords is unremarkable. (B)(6) 2014: bila teral diagnostic digital mammography with cad: the breast tissues are extremely dense. This may lower the sensitivity of mammography. Innumerable bilateral benign appearing calcifications which have further increased in number compared to prior exam. Evaluation of the right lower outer quadrant in the area of the patient's palpable concern demonstrates an approximately 15mm partially visualized mass. There also appear to be adjacent smaller masses in this region as well. Overall mammographic appearance has not significantly changed since prior exam. Evaluation of the left breast demonstrates innumerable benign calcifications. No new suspicious mammographic findings in the left breast. Right breast ultrasound: ultrasound evaluation of the right breast at the 7 o'clock position (I cm from the nipple) in the area of the patient's palpable concern demonstrates an ii x 8 x 10mm simple benign cyst. Numerous other scattered smaller simple cysts also seen in this region of the breast. No solid masses or suspicious sonographic findings. Impression- no mammographic evidence of malignancy, however, the extremely dense breast tissue limits the sensitivity of mammography, (see note #1 below). T he patient's palpable concern correlates with a benign simple cyst in the 4 o'clock position. Innumerable benign appearing calcifications in both breasts. (B)(6) 2016: bilateral digital screening mammography with cadclinical indication- annual breast screening. Findings- the breast tissues are extremely dense, which lowers the sensitivity of mammography. No suspicious mammographic findings. No mass, foci of architectural distortion, suspicious calcifications or skin/nipple abnormalities. Incidental note of innumerable benign calcifications. Impression- no mammographic evidence of malignancy, however, the extremely dense breast tissue limits the sensitivity of mammography. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporters added. Patient¿s demographics added. Indication added. Historical and concomitant conditions added. Concomitant drugs added. New event added: abnormal bleeding (general), dysmenorrhea (cramping), heart attack, lower abdomen pain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("malposition of essure device location of device: left coil lies outside the confines of uterine cornua and appears to have undergone expulsion\ expulsion of essure device"), fallopian tube perforation ("perforation (fallopian tube(s)\ left coil lies outside of the uterine cornu and appears to have undergone expulsion"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: endometriosis, uterine fibroids, ovarian cysts, and a lot of scaring"), genital haemorrhage ("abnormal bleeding (general)") and myocardial infarction ("heart attack") in a 38-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing coils". The patient's concurrent conditions included borderline hypertension, penicillin allergy (rash), throat pain, vocal cord inflammation and abortion missed. Concomitant products included acetylsalicylic acid (aspirin) since 2014, clopidogrel since 2014, estradiol, ibuprofen (motrin) since 1995, metoprolol since 2014, simvastatin since 2014 and vitamins nos (daily multivitamin) since 1995. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced myocardial infarction (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient experienced polycystic ovaries (seriousness criterion medically significant) and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis, uterine fibroids, ovarian cysts, and a lot of scaring") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: endometriosis, uterine fibroids, ovarian cysts, and a lot of scaring"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and scar ("reproductive system disorder or condition type of disorder or condition: endometriosis, uterine fibroids, ovarian cysts, and a lot of scaring"). The patient was treated with surgery (oophorectomy (bilateral removal of ovaries), she had total hysterectomy (uterus and cervix removed)/ d&c and she had total hysterectomy (uterus and cervix removed)/ d&c bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device expulsion, fallopian tube perforation, polycystic ovaries, myocardial infarction, dysmenorrhoea, vaginal haemorrhage, abdominal pain, menorrhagia, endometriosis, uterine leiomyoma and scar outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, endometriosis, fallopian tube perforation, genital haemorrhage, menorrhagia, myocardial infarction, pelvic pain, polycystic ovaries, scar, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy- (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: . Ultrasound scan vagina - in(B)(6) 2008: results: total bilateral occlusion. Diagnostic results: (B)(6) 2008: CT neck soft tissue with contrast- CT appears of the vocal cords is unremarkable. (B)(6) 2014: bila teral diagnostic digital mammography with cad: the breast tissues are extremely dense. This may lower the sensitivity of mammography. Innumerable bilateral benign appearing calcifications which have further increased in number compared to prior exam. Evaluation of the right lower outer quadrant in the area of the patient's palpable concern demonstrates an approximately 15mm partially visualized mass. There also appear to be adjacent smaller masses in this region as well. Overall mammographic appearance has not significantly changed since prior exam. Evaluation of the left breast demonstrates innumerable benign calcifications. No new suspicious mammographic findings in the left breast. Right breast ultrasound: ultrasound evaluation of the right breast at the 7 o'clock position (I cm from the nipple) in the area of the patient's palpable concern demonstrates an ii x 8 x 10mm simple benign cyst. Numerous other scattered smaller simple cysts also seen in this region of the breast. No solid masses or suspicious sonographic findings. Impression- no mammographic evidence of malignancy, however, the extremely dense breast tissue limits the sensitivity of mammography, (see note #1 below). T he patient's palpable concern correlates with a benign simple cyst in the 4 o'clock position. Innumerable benign appearing calcifications in both breasts. (B)(6) 2016: bilateral digital screening mammography with cadclinical indication- annual breast screening. Findings- the breast tissues are extremely dense, which lowers the sensitivity of mammography. No suspicious mammographic findings. No mass, foci of architectural distortion, suspicious calcifications or skin/nipple abnormalities. Incidental note of innumerable benign calcifications. Impression- no mammographic evidence of malignancy, however, the extremely dense breast tissue limits the sensitivity of mammography. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events- endometriosis, uterine fibroids, ovarian cysts, scaring, perforation fallopian tubes, abdominal pain, difficulty placing coils were added. Concomitant drugs were added. We received a lot number/returned sample in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.